Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. The underlying cause was identified as release lever assembly broken.

Event description:
Per dealer, the facility stated that when they went to tilt the end-user the housing cracked in half. Dealer believes the housing was cracked prior to the incident.